Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, guided the caller through the process, and ensured that the error did not reappear, allowing the caller to successfully start a new sensor session.